Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, first mitraclip was implanted and decided to go for the second clip to further reduce the mr. When the second clip was deployed, a single leaflet detachment (slda) occurred, and the clip was no longer attached to the posterior leaflet. Imaging was difficult. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported single leaflet device attachment (slda) appears to be due to procedural circumstances. The cause of the reported difficult imaging could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.